Manufacturer narrative:
The pleora for the imaging system was returned to the manufacturer for evaluation. Testing found that the system would not initialize when installed in a known operational imaging system. It was noted that the power light on the pleora was not illuminated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the reported issue. The representative then returned to the site and replaced the computer of the imaging system without resolution. On a return visit, troubleshooting found that the pleora was not operating as designed. The pleora was replaced which resolved the reported issue. The original replacement computer was then removed from the viewing station of the imaging system and the original computer was installed into the viewing staion. The imaging system then passed the system checkout and was found to be fully functional. The suspect pleora has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system would not complete start up procedures and would not dock. It was reported that the imaging system could not establish a connection with the viewing station of the imaging system. There was no patient present when this issue was identified. No additional information was provided.